Event description:
It was reported that the video system center image flickered, but the object can be visible in the image. The issue occurred during a hysteroscopy procedure. The intended procedure was completed with the same equipment. There was no delay and no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction "poor communication and the image flickered." Would likely be related to a failure of the socket. Olympus will continue to monitor field performance for this device.